Manufacturer narrative:
Additional information: imdrf annex a, b and g codes and manufacturer narrative. Omit: a21 - labelling, instructions for use or training problem (1318), g04080 - label. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that two pumps (lvps) have the same internal serial number. The duplicate lvp serial number is (B)(6) . This serial number was on pcu (B)(6) running propofol and it was also on pcu (B)(6) running a banana bag. The propofol message was at 23:21:55 and the banana bag message was at 23:25:11. The banana bag was manually programmed using guardrails. The propofol was programmed using interop. There was patient involvement but unknown harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that two pumps (lvps) have the same internal serial number. The duplicate lvp serial number is (B)(4). This serial number was on pcu (B)(4) running propofol and it was also on pcu (B)(4) running a banana bag. The propofol message was at 23:21:55 and the banana bag message was at 23:25:11. The banana bag was manually programmed using guardrails. The propofol was programmed using interop. There was patient involvement but unknown harm.